Event description:
It was reported that during a percutaneous transluminal coronary angioplasty a balloon burst occurred. The lesion was located in the right coronary artery. The physician advanced the maverick balloon through the cells of a previously deployed stent in order to reach the lesion located in a lateral branch. On the first inflation, the balloon was inflated for 3 to 4 seconds and burst at 8 atmospheres. The physician removed the balloon and completed the procedure with a quantum balloon. The pt status is stable with no complications reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The batch number is unk, therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure. The performance of the device was limited.